Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an adhesive failure on (B)(6) 2026, as the infusion set just fell off. No further information available.